Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer failed to properly cycle the cartridge and filled the cartridge with cold insulin. Tandem technical support informed the customer to properly cycle the cartridge before use and that loading the cartridge with cold insulin is off label per the tandem user guide. A replacement pump was sent to resolve the issue. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer addressed their bg with a manual dose injection.